Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a damaged air in line printed circuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: evaluation of the device was completed by the baxter repair technician. Inspection of the device revealed a damaged ail pcb which was resulted in multiple air in line alarms that were found in the event history. The ail pcb was replaced and the device was tested by the repair technician.